Manufacturer narrative:
Analysis found bur can't be inserted. Pre temperature test was not performed. Device was too dirty and bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a distributor that the drill overheated during operation. There was no patient impact.